Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician was deploying the closure when during a laa angiogram, they discovered contrast streaming from the laa into the pericardium. After deployment of the device, they observed on transesophageal echocardiogram, a pericardial effusion. The physician recaptured the device, and upon determining that the patient was stable, decided to attempt to deploy a 30 mm wds. The first attempt resulted in a large gap on the posterior side. The physician performed a partial recapture and attempted to redeploy the device, but the deployment also resulted in a gap on the posterior side. The physician then recaptured the device and performed a pericardiocentesis. After the effusion was minimized, the physician successfully deployed a new 30mm wds, administered 100 mg of protamine, and resumed aspirating blood from the pericardium. After more than 40 minutes and the extraction of more than 1000 cc of blood, the patient was prepped for surgery. The surgeon removed a large amount of thrombus from the pericardium and repaired a laceration of the laa. The patient was taken from the procedure room to the intensive care unit in stable condition.